Manufacturer narrative:
(B)(4). The initial report for this event was submitted with an incorrect MFR report number. The initial report is being re-submitted with the correct MFR report number.

Event description:
It was reported that a patient presented in clinic during a follow-up. No vibration was noted during the testing on the advisory device. Recommended testing will be performed during patient's next follow-up visit. The patient was stable.